Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to wear and loosening of the stem; however, only the liner was exchanged. Reportedly, the cocr head, rmhs stem and reflection cup were retained inside the patient and the ¿surgeon doesn't think products failure¿. The product reportedly cannot be returned, current health status of the patient is unknown, and it was communicated that no additional information or clarification is available. Without the requested medical documentation, definitive contributing clinical factors could not be concluded, loosening of the stem cannot be confirmed, and it cannot be confirmed if the reported wear is from being naturally worn (which could possibly explain the reported stem loosening, as well). The impact to the patient beyond the reported wear and subsequent insert revision cannot be determined, and although stem loosening was reported, the stem was reportedly retained in-vivo; therefore, the stem loosening cannot be confirmed based on the limited information provided. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a thr surgery performed on (B)(6) 1995, the patient underwent a revision surgery on (B)(6) 2023 due to wear of an unknown reflection liner and loosening of the stem. During the surgery only the liner was exchanged, the rest on the components remained in the patient. Current health status of the patient is unknown. Further information is not available.